Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n:(B)(6). The warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. H ¿ 2011. No visible manufacturing abnormalities were found; during functional evaluation the quantum 2 controller was powered-up using the test equipments as a load box, a calibrator, foot pedal device. The output voltages were produced as intended; the energy was generated as specified and the device is working properly; the complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rf12000 q2 srvc controller-only package is not delivering output. It is unknown whether the event happened during surgery and if there was a patient involvement. There was a back-up device available and a delay of 0-30min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.